Event description:
Facility reported to smiths medical that the tubing was loosening from the luer connector on the distal end (patient side). There was no patient injury or treatment reported with this event.

Manufacturer narrative:
The subassembly in question is a560 and is manufactured by smiths medical. The finished product is further assembled, packaged and sterilized by smith medical. Sample has been received from the customer; however, smiths has not yet completed its investigation into this matter. A follow up report will be submitted as soon as the investigation has been completed.